Manufacturer narrative:
This product has been returned to boston scientific, and as a result, laboratory analysis was conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to product performance issues. The patient heard beeping tones and follow up with the clinic. A new s-ICD was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to product performance issues. The patient heard beeping tones and follow up with the clinic. A new s-ICD was successfully implanted. No additional adverse patient effects were reported.